Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia and contacted support for assistance with an infusion set and cartridge change; insulin delivery was resumed after guided troubleshooting and education, and the user attributed the elevated blood glucose of 225 mg/dl to a recent meal. Customer care provided support that included technical support walkthrough for supply change, and user education. Investigation of this case revealed no device malfunction and a likely user-related or physiologic cause associated with recent food intake. No symptoms associated with elevated blood glucose reported. Outcomes included no reported injury, no medical intervention. It was concluded that the event was consistent with hyperglycemia of unclear cause with successful resolution after supply change and continued monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.